Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. The patient believed it was dilaudid with another combination in it, but he could not remember the exact drug information. The indication for pump use was non-malignant pain. The patient reported that he was able to bolus yesterday ( (B)(6) 2021) at noon but had not been able to since then because he kept getting no pump found. He stated that he had tried many times since yesterday and was still getting no pump found. The patient confirmed the communicator was not plugged into the ac power cord and it had not been dropped or gotten wet. He also stated that he had not had any falls or trauma for about 6 months. During the call, the patient was asked to navigate to settings and confirm wi-fi was not on; the patient was asked toggle on and off wi-fi, blue tooth, and confirm blue tooth was on. The patient also powered both external devices on/off 3 times. The patient tried moving the communicator and the communicator battery level was at 98%. The mobility team was consulted during the call and they had the patient toggle on/off the airplane mode, then navigate to settings, click on reset network settings, tap on the blue button, and tap a second time. None of the troubleshooting measures resolved the issue, so an email was sent to the repair department requesting a replacement communicator for the patient. If the replacement communicator did not resolve the issue, the patient was going to follow-up with his managing physician. Additional information was received on 20-sep-2021 from the patient who reported that he received the equipment but had the same result, but it was determined that his pump had flipped causing the no pump found message. He stated that they were going to schedule surgery to resolve the issue.